Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Visual analysis noted the helix would not extend at time of analysis due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin is rotated and consequently, mechanical inspection to determine number of turns to extend and retract the lead could not be completed. Electrical testing to determine continuity of the conductor(s) passed. The defib conductor was distorted. Damage at implant was noted.

Event description:
It was reported, during an implant procedure, two leads were unsuccessful attempts. The first lead (B) (4) was placed in the apex of the heart, but after repeated attempts, the screw would not deploy. The second lead (B) (4) svc coil seemed to experience tearing and unraveling during the procedure after very minimal amount of manipulation. A third lead was used without incident and successfully implanted. No patient complications have been reported as a result of this event.